Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method insulin therapy.